Event description:
The reporter indicated that a 12.1mm vticm5 12.1 implantable collamer lens of -10.0/1.50/90 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was removed. On a later date a replacement lens of longer length and different power was implanted and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional information: d9:29-dec-2022. H3: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d4: unique identifier number should be omitted for correction. Claim#: (B)(4).